Event description:
The account alleged the brakes were faulty on this bed.

Manufacturer narrative:
The hill-rom field technician indicated the brakes were faulty. The hill-rom technician found the brake caster was worn and the cam pivot broken. The parts were replaced to repair the bed. The affinity service manual documents a function check for the caster tires and central brake and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc., and the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary. The steering pedal should also be checked for proper locking when activated.